Event description:
Report rec'd with returned product that device was explanted due to incomplete infusion of bolus and daily doses. Report stated that only half the programmed volume was delivered to the pt. Device was explanted and returned to the MFR for analysis.